Event description:
It was reported that patients spinal cord stimulation (scs) lead had high impedances. The patient underwent a lead replacement procedure. The patient was administered pain medication and steroids no product will be returned. No further information has been obtained.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: (B)(6), UDI: (B)(4).